Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine follow-up, a steadily increased capture threshold was observed on the left ventricular (lv) lead. Upon review, loss of capture was noted on the lead. The physician elected to address the lv lead at time of generator exchange when in reaches elective replacement indicator (eri). In the meantime, programming changes were made. The patient was stable.

Event description:
New information received notes that during normal generator change-out procedure, the left ventricular lead was capped on (B)(6) 2019. There were no complications during, before, or after the procedure. The patient was discharged.